Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. The problem was found at the general patient ward department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion alarm which was not reproduced. A review of the event history log identified multiple events of downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor was out of calibration. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.